Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support follow-up, and no additional troubleshooting, corrective actions, or further information were obtained.